Manufacturer narrative:
Evaluation, results: (B)(4) (lack of information, unknown cause of event) evaluation (B)(4) other (lack of information, unknown cause of event) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology not reported. Vessel was non-tortuous. It was reported that the delivery system of the main body got caught on the bifurcation of prothesis during back pull. It was very difficult to remove. The stent graft was implanted. It was noted after implant that there was an unknown endoleak. The patient returned for follow up and the endoleak had resolved. No clinical sequelae were reported, and the patient is fine.

Event description:
Evaluation summary: delivery system was returned with the external slider 0.5 cm back from the front grip. The tapered tip was 1.0 cm away from the graft cover edge. Two large kinks in the graft cover were observed 2.5 cm and 11.7 cm from the distal edge of the graft cover, with corresponding kinks in the tapered tip lumen. The kinking of the graft cover and tapered tip lumen may have occurred during return shipping, since the kinks were large and not originally reported in the complaint. After positioning the external slider and thumbwheel to their starting positions, there was ~ 1 mm gap between the graft cover and tapered tip, which is expected with 2 graft cover kinks. The external slider moved smoothly over the screw gear and there was no apparent damage to any delivery system components. There were no delivery system complaints against this device.